Manufacturer narrative:
(B)(4). H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. H3 other text : not returned.

Event description:
It was reported that the glenosphere impactor fractured during assembly of the implants on the back table. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified the tip is broken and no other pieces returned but what is on the tip of the handle. The features of the fracture surface visually align with a bending overload fracture failure mode. Strike plate has some minor damage to it. Scuffs and scratches noticed throughout the part. Noticed blue marks on the handle of the impactor. Part and lot information verified per product etch. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.